Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with dyspnea and had developed pacemaker syndrome with an electrocardiogram (ECG) showing sinus rhythm with retrograde p waves. The leadless implantable pulse generator (ipg) was reprogrammed and remains in use. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.